Event description:
Related manufacturing reference number: 2017865-2022-02680. New information notes that the right ventricular lead was replaced on (B)(6) 2022. The left ventricular lead was also replaced as it exhibited high capture threshold. The patient was stable throughout the procedure.